Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to detached end cap. The insulin pump was unable to perform occlusion test, prime test or excessive no delivery test due to prime alarms. The end cap sticker still attached on the end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was stuck in the prime/rewind loop. The reporter did not know the blood glucose reading. Nothing further reported.